Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. A fluid was discovered from inside the cassette door and in the pump module area of the cycler. There were no alarms/warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm after treatment was completed and during tx complete - step 9 remove cassette of treatment. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event pending delivery of the replacement cycler. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the replacement cycler the following night without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. A fluid was discovered from inside the cassette door and in the pump module area of the cycler. There were no alarms/warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm after treatment was completed and during tx complete - step 9 remove cassette of treatment. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event pending delivery of the replacement cycler. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the replacement cycler the following night without further issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.